Event description:
During the procedure, the patient complained that something was burning her buttock. The providers informed the patient they were not working in this area and provided more pain medication. The procedure was aborted after the patient reported burning pain and that she could not continue. The area was assessed and no injury was observed, however the patient reported skin changes within 24 hours. The patient incurred a through-the-fat burn in her right buttock. The device was reported and returned to medline.